Event description:
During an interventional procedure, the guidewire went through the sidewall of the pigtail catheter. It exited the catheter at the curve 1 inch from the distal tip. There was no pt injury.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.